Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 130 mg/dl. Reportedly, the customer was using cold insulin. Tandem customer technical support informed customer that insulin should be at room temperature before filling a cartridge per user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin.